Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 171 tubes were discovered to have foreign matter, 12 with air bubbles in gel and 30 tubes with defective markings with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty tube x161. Fm in tube x9. Defective marking x30. Black spot in tube x1. Air bubbles in gel x12.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use 171 tubes were discovered to have foreign matter, 12 with air bubbles in gel and 30 tubes with defective markings with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty tube x161, fm in tube x9, defective marking x30, black spot in tube x1, air bubbles in gel x12.